Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092225) on 15-nov-2019. The most recent information was received on 15-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('so ba I bleed from my privaate part') and headache ('headaches so painful') in an adult female patient who had essure (batch no. 626686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2004, pregnancy in 2006 and pregnancy on (B)(6) 2007. Previously administered products included for an unreported indication: ortho evra, prenate elite, motrln, ativa, repliva and clindesse. Concomitant products included ibuprofen. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("constant pain, feel pain down there all the time"). In (B)(6) 2012, the patient experienced migraine ("migraines, headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion disability), headache (seriousness criterion hospitalization), dyspareunia ("it was having intercourse"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), amnesia ("memory loss"), menorrhagia ("periods are much worse than ever, abnormal vaginal beeding"), libido decreased ("decreased interest in sex"), multiple allergies ("allergies"), cyst ("I have cyst down there"), infection ("infection"), vaginal infection ("infection (bladder urinary tract/vaginal) type: vaginal") and vaginal haemorrhage ("vaginal bleeding"). At the time of the report, the genital haemorrhage, headache, dyspareunia, dysmenorrhoea, abdominal pain, amnesia, libido decreased, multiple allergies, cyst, migraine, infection and vaginal haemorrhage outcome was unknown, the pelvic pain and menorrhagia had not resolved and the vaginal infection had resolved. The reporter considered abdominal pain, amnesia, cyst, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, libido decreased, menorrhagia, migraine, multiple allergies, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: concomitants drug goody powders. The seriousness criterion ¿disability/hospitalization/permanent damage¿ was reported, but not specified or assigned to one of the events. Lot number: 626686 manufacturing date: 2008-03 expiration date:2010-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jun-2020: pfs received new event added vaginal bleeding, vaginal infection and severity added. Outcome added vaginal infection, historical drug was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('so ba I bleed from my private part') and headache ('headaches so painful') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion disability), headache (seriousness criterion hospitalization), dyspareunia ("it was having intercourse"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain") and amnesia ("memory loss"). At the time of the report, the genital haemorrhage, headache, dyspareunia, dysmenorrhoea, abdominal pain and amnesia outcome was unknown. The reporter considered abdominal pain, amnesia, dysmenorrhoea, dyspareunia, genital haemorrhage and headache to be related to essure. The reporter commented: concomitants drug goody powders. The seriousness criterion ¿disability/hospitalization/permanent damage¿ was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: regulatory document received reporter information was added. Injury nos replaced with new event added dyspareunia, dysmenorrhea, abdominal pain, genital haemorrhage, headache, memory loss. Concomitants drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('so ba I bleed from my privaate part') and headache ('headaches so painful') in an adult female patient who had essure (batch no. 626686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2004, pregnancy on (B)(6) 2006 and pregnancy on (B)(6) 2007. Previously administered products included for an unreported indication: prenate elite, clindesse, motrln, repliva and ativa. Concomitant products included ibuprofen. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion disability), headache (seriousness criterion hospitalization), dyspareunia ("it was having intercourse"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), amnesia ("memory loss"), pelvic pain ("constant pain, feel pain down there all the time"), menorrhagia ("periods are much worse than ever, abnormal vaginal beeding"), libido decreased ("decreased interest in sex"), multiple allergies ("allergies"), cyst ("I have cyst down there"), migraine ("migraines, headaches") and infection ("infection"). At the time of the report, the genital haemorrhage, headache, dyspareunia, dysmenorrhoea, abdominal pain, amnesia, libido decreased, multiple allergies, cyst, migraine and infection outcome was unknown and the pelvic pain and menorrhagia had not resolved. The reporter considered abdominal pain, amnesia, cyst, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, libido decreased, menorrhagia, migraine, multiple allergies and pelvic pain to be related to essure. The reporter commented: concomitants drug goody powders. The seriousness criterion ¿disability/hospitalization/permanent damage¿ was reported, but not specified or assigned to one of the events. Lot number: 626686, manufacturing date: 2008-03, expiration date:2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092225) on 15-nov-2019. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('so ba I bleed from my private part') and headache ('headaches so painful') in an adult female patient who had essure (batch no. 626686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2004, pregnancy on (B)(6) 2006 and pregnancy on (B)(6) 2007. Previously administered products included for an unreported indication: prenate elite, clindesse, motrln, replica and ativa. Concomitant products included ibuprofen. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion disability), headache (seriousness criterion hospitalization), dyspareunia ("it was having intercourse"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), amnesia ("memory loss"), pelvic pain ("constant pain, feel pain down there all the time"), menorrhagia ("periods are much worse than ever, abnormal vaginal bleeding"), libido decreased ("decreased interest in sex"), multiple allergies ("allergies"), cyst ("I have cyst down there"), migraine ("migraines, headaches") and infection ("infection"). At the time of the report, the genital haemorrhage, headache, dyspareunia, dysmenorrhoea, abdominal pain, amnesia, libido decreased, multiple allergies, cyst, migraine and infection outcome was unknown and the pelvic pain and menorrhagia had not resolved. The reporter considered abdominal pain, amnesia, cyst, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, libido decreased, menorrhagia, migraine, multiple allergies and pelvic pain to be related to essure. The reporter commented: concomitants drug goody powders. The seriousness criterion ¿disability/hospitalization/permanent damage¿ was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: new events pelvic pain¿, ¿heavy periods ¿, ¿decreased interest in sex¿, ¿allergies ¿ and ¿cyst nos¿ were added. New reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092225) on 15-nov-2019. The most recent information was received on 16-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('so ba I bleed from my private part') and headache ('headaches so painful') in an adult female patient who had essure (batch no. 626686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2004, pregnancy on (B)(6) 2006, pregnancy on (B)(6) 2007, fibromyalgia, back pain and arthritis. Previously administered products included for an unreported indication: ortho evra, prenate elite, motrln, ativa, repliva and clindesse. Concomitant products included ibuprofen and miconazole nitrate (monistat) since (B)(6) 2006. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("periods are much worse than ever, menorrhagia") and vaginal haemorrhage ("vaginal bleeding/abnormal vaginal bleeding"). In (B)(6) 2009, the patient experienced pelvic pain ("constant pain, feel pain down there all the time"). In (B)(6) 2012, the patient experienced migraine ("migraines, headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion disability), headache (seriousness criterion hospitalization), dyspareunia ("it was having intercourse"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), amnesia ("memory loss"), libido decreased ("decreased interest in sex"), multiple allergies ("allergies"), cyst ("I have cyst down there"), infection ("infection") and vulvovaginal mycotic infection ("vaginal infection (yeast)"). At the time of the report, the genital haemorrhage, headache, dyspareunia, dysmenorrhoea, abdominal pain, amnesia, libido decreased, multiple allergies, cyst, migraine, infection and vaginal haemorrhage outcome was unknown, the pelvic pain and menorrhagia had not resolved and the vulvovaginal mycotic infection had resolved. The reporter considered abdominal pain, amnesia, cyst, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, libido decreased, menorrhagia, migraine, multiple allergies, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: concomitants drug goody powders. The seriousness criterion ¿disability/hospitalization/permanent damage¿ was reported, but not specified or assigned to one of the events. Lot number: 626686 manufacturing date: 2008-03 expiration date:2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2020: pfs received: event vaginal infection updated to vaginal yeast infection as per pfs. Onset date concomitant drug and medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092225) on 15-nov-2019. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('so ba I bleed from my privaate part') and headache ('headaches so painful') in a 30-year-old female patient who had essure (batch no. 626686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included pregnancy in 2004, pregnancy on (B)(6) 2006, pregnancy on (B)(6) 2007, fibromyalgia, back pain and arthritis. Previously administered products included for an unreported indication: ortho evra, prenate elite, motrln, ativa, repliva and clindesse. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), antibiotics, azithromycin (azo) since (B)(6) 2008, baclofen, fenofibrate (adipex), fluconazole (diflucan), gabapentin, hydrocodone since 2009 to january 2020, ibuprofen, miconazole nitrate (monistat) since (B)(6) 2006, naproxen and terconazole. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("periods are much worse than ever, menorrhagia") and vaginal haemorrhage ("vaginal bleeding/abnormal vaginal bleeding"). In (B)(6) 2008, the patient experienced vulvovaginal mycotic infection ("vaginal infection (yeast)") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2009, the patient experienced pelvic pain ("constant pain, feel pain down there all the time/pain pelvic") and back pain ("lower back pain"). In (B)(6) 2012, the patient experienced migraine ("migraines, headaches"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability and medically significant), headache (seriousness criterion hospitalization), dyspareunia ("it was having intercourse/dyspareunia(painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), amnesia ("memory loss"), libido decreased ("decreased interest in sex"), multiple allergies ("allergies"), cyst ("I have cyst down there") and infection ("infection"). The patient was treated with carisoprodol (soma), oxycodone hydrochloride;paracetamol (percocet) and zolpidem tartrate (ambien). At the time of the report, the genital haemorrhage, headache, dyspareunia, dysmenorrhoea, abdominal pain, amnesia, libido decreased, multiple allergies, cyst, migraine, infection, vaginal haemorrhage, back pain, bacterial vaginosis and alopecia outcome was unknown, the pelvic pain and menorrhagia had not resolved and the vulvovaginal mycotic infection had resolved. The reporter considered abdominal pain, alopecia, amnesia, back pain, bacterial vaginosis, cyst, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, libido decreased, menorrhagia, migraine, multiple allergies, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per maude is (B)(6) 2008 . As per pfs:plaintiff did not undergo confirmation test. Concomitants drug goody powders. The seriousness criterion ¿disability/hospitalization/permanent damage¿ was reported, but not specified or assigned to one of the events. Pproximately 3-7 coils were visualized protruding into the endometrial cavity . Lot number: 626686, manufacturing date: 2008-03, expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: mr received: rcc added.fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092225) on 15-nov-2019. The most recent information was received on 20-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('so ba I bleed from my privaate part') and headache ('headaches so painful') in an adult female patient who had essure (batch no. 626686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included pregnancy in 2004, pregnancy on (B)(6) 2006, pregnancy on (B)(6) 2007, fibromyalgia, back pain and arthritis. Previously administered products included for an unreported indication: ortho evra, prenate elite, motrln, ativa, repliva and clindesse. Concomitant products included azithromycin (azo) since december 2008, hydrocodone since 2009 to january 2020, ibuprofen and miconazole nitrate (monistat) since january 2006. On (B)(6) 2008, the patient had essure inserted. In october 2008, the patient experienced menorrhagia ("periods are much worse than ever, menorrhagia") and vaginal haemorrhage ("vaginal bleeding/abnormal vaginal bleeding"). In december 2008, the patient experienced dyspareunia ("it was having intercourse"), vulvovaginal mycotic infection ("vaginal infection (yeast)") and bacterial vaginosis ("bacterial vaginosis"). In august 2009, the patient experienced pelvic pain ("constant pain, feel pain down there all the time") and back pain ("lower back pain"). In august 2012, the patient experienced migraine ("migraines, headaches"). In 2015, the patient experienced amnesia ("memory loss") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion disability), headache (seriousness criterion hospitalization), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), libido decreased ("decreased interest in sex"), multiple allergies ("allergies"), cyst ("I have cyst down there") and infection ("infection"). At the time of the report, the genital haemorrhage, headache, dyspareunia, dysmenorrhoea, abdominal pain, amnesia, libido decreased, multiple allergies, cyst, migraine, infection, vaginal haemorrhage, back pain, bacterial vaginosis and alopecia outcome was unknown, the pelvic pain and menorrhagia had not resolved and the vulvovaginal mycotic infection had resolved. The reporter considered abdominal pain, alopecia, amnesia, back pain, bacterial vaginosis, cyst, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, libido decreased, menorrhagia, migraine, multiple allergies, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: as per pfs:plaintiff did not undergo confirmation test. Concomitants drug goody powders. The seriousness criterion ¿disability/hospitalization/permanent damage¿ was reported, but not specified or assigned to one of the events. Lot number: 626686 manufacturing date: 2008-03 expiration date:2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2020: pfs received: event : lower back pain, bacterial vaginosis ,plaintiff did not undergo confirmation test and hair loss added. Onset date, severity of event lower back pain ,concomitant drug and rcc added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.